Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported that the customer's insulin pump is only delivering one unit and then alarms no delivery. The customer stated that he entered in his blood count and the insulin pump starts to deliver only until it gets to one unit. The customer's blood glucose was 133 mg/dl. Nothing further reported.